Event description:
--

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, a local area boston scientific representative did follow up with the patient at which time the lead impedance measured 40 ohms. Both medical devices remain actively in service. The investigation is considered re-closed at this time. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-d) exhibited <20 ohms shock impedance measurement. An appropriate latitude red alert was generated. There was no reported adverse patient symptoms associated with this clinical observation.